Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the x-coated tubing is different than the normal x-coated tubing, in reference to clarity and stiffness. There were three occurrences of this event. The event did not cause delay in surgery procedure.